Manufacturer narrative:
Method: device not returned. Results: no device was received back for investigation, so testing and inspection could not be performed to aid in root cause analysis. However, likely contributing factors include under-tightening, activity of the patient, and positioning of the rod and blocker. Conclusion: however, no additional information was available. As a result, the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that; post operatively a blocker became dislodged from iliac bolt and was found to be loose in the patient. The dislodged blocker was observed upon examining post op x-rays. The iliac bolt blocker that came dislodged from the screw required revision surgery. A new blocker was inserted.

Event description:
It was reported that post operatively a blocker became dislodged from iliac bolt and was found to be loose in the patient. The dislodged blocker was observed upon examining post op x-rays. The iliac bolt blocker that came dislodged from the screw required revision surgery. A new blocker was inserted.